Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had not felt stimulation in quite a while. She had recently moved and been very busy; she didn't realize she lost the stimulation sensation until she needed to turn stimulation off. The patient programmer was still in a box when she needed to turn the implantable neurostimulator (ins) off prior to a surgery. On (B)(6) 2016, she saw the poor communication screen on the programmer. She hadn't recently been implanted nor had a revision surgery. The patient was using the antenna, and after replacing the batteries in the programmer, she got the error code indicating no communication between the programmer and ins. Troubleshooting did not resolve the issue. She had also been hearing a beeping for the past month, possibly from the patient programmer, but she was unsure. An appointment was being made to get the ins battery replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.